Event description:
Allegedly, patient was revised due to mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility:-left additional information received (B)(6) 2016. Added lot number, birthday and components.